Event description:
A report was received that the patient¿s leads were exhibiting high impedances on some contacts. X-ray showed lead fracture of the left lead.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure of the whole scs system. No device malfunction was suspected on the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s leads were exhibiting high impedances on some contacts. X-ray showed lead fracture of the left lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the device will be replaced.

Event description:
A report was received that the patient¿s leads were exhibiting high impedances on some contacts. X-ray showed lead fracture of the left lead.